Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available

Event description:
According to the reporter, during the hemorrhoids repair procedure, the stapler locking system of the trigger was damaged. It was needed to prevent the anal mucous prolapse with the hemorrhoids. To resolve the issue, they used another stapler and completed the procedure. No patient injury has been noted.